Event description:
It was reported that a dexcom g7 continuous glucose monitor remained in pairing mode with the ilet, after which glucose readings appeared and the patient experienced a low followed by a rebound high; troubleshooting and education were provided, and oral glucose was used to treat the low per the report context. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute clinical sequelae. Outcomes included transient blood glucose excursions without medical intervention or hospitalization. Investigation included customer interview, device-use review, and technical troubleshooting. Investigation of this case revealed pairing difficulty between the cgm and the ilet that resolved with guidance, with no confirmed device malfunction of the ilet identified. It was concluded that the event involved hypoglycemia followed by hyperglycemia associated with sensor pairing issues and treatment of the low, with no adverse long-term impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.